Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested. On 01/18/2012, 01/23/2012 and 02/01/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(6).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgeries. For this eye, the surgeon reported the lens was off axis. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.